Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: (B)(4) factory of asahi intecc co., ltd. (B)(4). When the device was returned to the manufacturer, a reportable malfunction was recognized for the first time; therefore, the date received by the manufacturer was considered the date the device returned. The returned catheter had its strands loosened and detached from tip junction and disarranged at the distal shaft segment due to accumulated torsion. Microscopic observation revealed that each fracture end of the detached strands had a relatively flat fracture surface. This finding suggested the strands were fractured due to twisting stress that generated as the strands became loose. Cracks were observed on two of the undetached strands at the junction of the tip and strands. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and investigation outcome, it was concluded that counterclockwise torsion exceeding the product's design limit was accumulated on the strands of the catheter by rotating manipulation performed while the catheter tip was being trapped possibly by the severely calcified lesion. The excess torsion was assumed to contribute the strands in the shaft segment to become disarranged and the strands in the tip segment to become loose causing crack propagation and eventually detached from the tip junction. There was no indication of product deficiency. Instructions for use (IFU) states: [warnings] always hold the connector with one hand and turn the catheter carefully while regularly releasing the accumulated torsion of the catheter. Never turn the catheter continuously while holding the connector with both hands or use any other means to apply force. When releasing the accumulated torsion, be sure to open the hemostatic valve on the y connector. Do not turn the catheter in the same direction, either clockwise or counterclockwise, for more than 20 consecutive turns. If resistance is felt while turning the catheter, do not proceed with further rotation even if the 20 turn limit has not been reached. Identify the cause of resistance under fluoroscopy, and take an appropriate action. Never continue the operation without identifying the cause. While rotating the catheter, carefully observe the proximal end of the cover tube (the section of 5cm length from the protector). If any breakage is recognized in this section during rotation, stop the rotation and remove and exchange the catheter while paying full attention. (Continuing rotation may damage or break the catheter or damage the blood vessels. In the worst case, life-threatening adverse effects may result.); [warnings] exercise due caution when turning the catheter continuously in the same direction, either clockwise or counterclockwise, as it may increase the risk of damaging or breaking the catheter or the blood vessels. (In the worst case, life-threatening adverse effects may result.); and, [malfunction and adverse effects] breakage.

Event description:
It was reported that the procedure was to treat a moderately tortuous and severely calcified lesion in the rca. The asahi catheter was rotated for half a minute when something strange was felt. It was pulled out of the anatomy and found the tip flared. There were no adverse patient effects.